Event description:
Initial info received indicated the patient expired four days postoperatively following a CABG procedure with aortic connectors. Sjm reps examined the autopsied heart in 2003 and noted the following findings: two aortic connectors were implanted in the aorta (saphenous vein graft to right coronary artery and y-graft saphenous vein graft to diagonal 1 and obtuse marginal 1) and no cannulation site was noted, indicating the procedure was performed off-pump. There appeared to be crescent shaped tear from the proximal anatomosis and no intimal tag was noted. Approx 200cc of blood in the pericardial sac was noted at autopsy. Eighteen photographs of the autopsied heart and connectors were taken and no additional info was received.